Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to adjust a certas valve and it was explanted. No additional information has been provided.

Manufacturer narrative:
Certas valve was returned for evaluation: failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no functional issues were noted with the valve. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.